Event description:
It was reported that the patient experienced an infection at the ipg pocket. As such, the ipg was explanted to address the issue.

Manufacturer narrative:
(B)(6). During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-02812, 1627487-2022-02813. Additional information received indicates that the patient was hospitalized with IV antibiotics. The ipg and extensions were explanted to address the issue.

Event description:
Additional information received indicates that the infection was only at the ipg site. The patient was discharged from the hospital and the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.